Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 19. On 2023-09-21, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: abscess. No further patient complications were reported.